Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis. On an unreported date, the patient made a mistake and there was a break in aseptic technique. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an injection of vancomycin (1gm stat dose, route not reported), an injection of cefizox intraperitoneally (ip) (1 gram once daily), and an injection of reflin (1gm once daily, route not reported) for the peritonitis. No additional information was available at the time of this report.